Manufacturer narrative:
The bed frame involved in the reported issue was excluded from use and picked up by an arjo representative to be inspected at arjo service centre. During the inspection, no issue with the side rail locking mechanism was found, all side rails operated correctly (lock/unlock). The arjo service consultant did not notice any damage or malfunction to the bed. Based on the inspection results and initial customer¿s statement that the right side rail was not working, it seems most probable that the side rail was incorrectly locked in the upright position, therefore, it unexpectedly opened when it was loaded by the patient. Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374) ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The side rail disengaged during use and from that perspective the citadel plus bed did not meet the performance specification. The device was in use by the patient and therefore it played a role in the event. No injury was reported. The complaint was assessed as reportable due to the allegation that the side rail disengaged during the use.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
The customer staff contacted arjo and informed about the citadel plus bed frame malfunction. Based on the clarified information, the side rail opened itself when the patient was alone in the room. Allegedly, the patient almost fell out of the bed as a result. No injury was claimed. During the inspection, no issue with the side rail locking mechanism was found, all side rails operated correctly (lock/unlock).